Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results were reviewed and they are all within specification. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. Review of the device history records found one unrelated non conformance for the cement batch, final micro and sterility tests passed. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c; no response received from the territory. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised because the screw on the glenosphere broke, along with disassociation of the screw housing. Poly wear and osteolysis were also reported. **update** the metaglene component was added to the complaint on (B)(4) 2013. The bioengineer who reviewed the xray on (B)(6) 2012 noted that it was involved. The alert date for the metaglene component is (B)(4) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.